Event description:
It has been reported to philips that the system gave a remote alert indicating an image disk error, which could impact imaging. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. It was reported that the system gave a remote alert indicating an image disk error. The customer confirmed that there was no error message and declined service from philips. No further service has been performed by philips since the quotation was expired. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The complaint was raised proactively due to a remote alert identified by philips, and no incident occurred. In the event that this error occurs due to too much data being stored on the system, the user is able to delete examinations in order to create more space and continue imaging. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. During the course of investigation, it was identified that there was no direct customer complaint, but a notification was automatically raised by philips log file monitoring, indicating an image processing pc disk error. According to the additional information acquired, the system was outside of use at the time of the reported event. The analysis of the log files indicated a potential issue with the image disk. No service could be provided by philips as the customer did not accept the service quotation. To gather more information, philips reviewed the device¿s service history for the past three years and confirmed that this is the only occurrence of this reported issue, and the problem has not reoccurred. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.